Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the customer was concerned that the pump was not delivering insulin. Insulin injections were used to address the high bg level. The customer removed the infusion site and observed that insulin was not coming out of the tubing. No alarm was reported. The customer changed the supplies to the pump. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.